Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda) with recurrent mr. It was reported that this was a mitraclip procedure, performed on (B)(6) 2022, treating mixed mitral regurgitation (mr) with a grade of 4. Patient anatomy included a restricted posterior leaflet. One clip was implanted and the mr was reduced to grade 1. On (B)(6) 2022, transthoracic echocardiogram was performed and a single leaflet device attachment (slda) was noted, with the clip detaching from the posterior leaflet. Recurrent mr of grade 4 was noted. It appeared that the posterior leaflet was damaged, but no tear was noted. A second mitraclip procedure was performed on (B)(6) 2022 and an additional clip was implanted, stabilizing the detached clip and reducing the mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of unspecified tissue injury and mitral regurgitation (mr) are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported incomplete coaptation could not be determined. The reported tissue injury and mr appear to be cascading events of the incomplete coaptation. The reported hospitalization and unexpected medical intervention (additional procedure, mitral valve) are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.